Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in about 20 units of insulin spilling inside the chamber. He was able to detach the plunger from the piston rod and dried the chamber with a cotton swab. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.